Event description:
Culture proven acanthamoeba keratitis, right eye, using amo complete/moisture lock plus, lot #ab03167, exp. Sep 2008. Currently, awaiting culture of solution. Patient unaware of recall. Pt. Currently undergoing treatment. Symptoms began in 2007. Referred to me on the following month. Dates of use: four months and a week in 2007. Diagnosis or reason use: contact lens disinfection and cleaning. Event abated after use: no.